Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (rh2.5) could not disengage from the implant (tsv4b10). Another implant was placed during the same surgery.

Manufacturer narrative:
The rh2.5 retaining hex driver was returned for inspection attached to a tapered screw vent implant. The implant shows signs of wear from use, and contains additional debris about the threads. The driver is only slightly worn, but has scratching at the square engagement. A device history review was performed and no related nonconformance's were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ (B)(4). Information identified: prepare the implant for healing ¿ step 7 locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. Complaint alleges the hex driver and implant were stuck together and could not be disengaged. The parts were functionally tested, and it was confirmed that the driver and implant were stuck and could not be disengaged. The complaint was confirmed during inspection. A root cause for this complaint could not be determined.